Event description:
It was reported the nurse noticed hissing at the junction, between ostomy paste and our film. Foam still moderately compressed. Device did not alarm, on removal of softport small amount of exudate had pooled, customer had maceration to bottom corner of wound 5-7o'clock region. 0.7cm.